Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4470, competitor lead, implant date: (B)(6) 2010; (B)(4) stents, implant date: (B)(6) 2008; (B)(4) stents, implant date: (B)(6) 2000. (B)(4).

Event description:
It was reported that the device had a partial electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.